Event description:
Mcghan textured breast implants removed due to large amount of infection in right breast. Over 150 cc of fluid drained, then more drained and was found to be a bacteria serratia marcens. When I got the implants I was told that the textured were the most durable. I feel mislead and misinformed. Because of the textured surface the bacteria was able to attach and grow. Sick for years with autoimmune issues. After explant lab tests are now negative for ra and lupus where they had previously been positive.